Event description:
During a coronary drug eluting stenting treatment procedure, balloon deflation issues occurred. The lesion being treated was located in the non tortuous, non calcified, 70% stenosed circumflex artery. The vessel was not pre dilated. The physician deployed a taxus express2 3.0x20 mm drug eluting stent to an unk atm and then had difficulties deflating the balloon. Several negative pulls with the inflation device and a couple of negative pulls with a 20cc syringe were made. Contrast media was never fully evacuated from the balloon. With great difficulty the physician was able to get the device into the guide catheter. The device was removed and the balloon was still inflated. No patient complications were reported. The patient's status is reported as "fine."